Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the information at hand a xive implant was placed on (B)(6) 2013 into region #5 to support a fixed bridge. On (B)(6) 2016 the implant was removed due to the request of the patient. She expressed the suspicion that there may be an allergy to titanium. It is reported on the allergic reaction checklist that pain, redness and swelling of the midface occurred one year after implantation. The patient has known allergies to pineapple, strawberries, gluten, green apples, lemons, palladium, nickel and cobalt. A titan stimulation test was done, but showed no hyper-reactivity. Testing to mercaptans / thioethers showed an immunological sensitization.